Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the issue did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction reoccurs.